Manufacturer narrative:
Alleged failure: there was an issue with a secondary 32¿ 4k monitor power supply that caused part of the power supply and power cable to melt salesforce case number (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be overheated time delay fuse. The manufacture date is not known. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the power cable melted.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the power cable melted.